Event description:
It was reported that during the implant procedure, intermittent error markers were seen on the atrial channel with 2-3 green lights in the wireless session. There was nothing between the programmer and the device. Atrial pace-atrial tachy pace sequences with occasional error markers were noted with both telemetry b and wireless. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.